Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero pressure rated extension set had connection issues. The following information was provided by the initial reporter: (B)(6)- safe report from (B)(6) of IV leaking at the hub, nurse undressed the line and reconnected the loose spin collar.